Manufacturer narrative:
Initial.

Event description:
It was reported that the insulin cartridge fractured inside the ilet pump and the caregiver was unable to remove all components, consistent with a device mechanical breakage involving the cartridge component; a replacement device was arranged and education provided on shutting down the device to avoid further alerts, data syncing to the mobile app before return, the need to perform start up on the replacement, and continued continuous glucose monitor (cgm) use via dexcom app or receiver. Symptoms included no patient injury and no reported glycemic symptoms. Outcomes included no interruption to glucose monitoring without medical intervention. Investigation of this case revealed a cracked cartridge retained within the pump, consistent with cartridge damage and associated removal difficulty, without associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the cartridge with user unable to complete removal.